Manufacturer narrative:
The reported problem was investigated via remote support who established that the incident occured on friday (B)(6) 2017. The desaturation episodes took place between 10.50 and 11.30 am in room (B)(6). The patient desaturated down to a spo2 value of 30/40. The customer stated that the device did not trigger a red alarm. The involved patient desaturated and was resuscitated successfully. Log files were pulled and analyzed by remote support. The alarms were triggered correctly and were silenced at the central station and at the bedside monitor multiple times. There is no indication of a malfunction of the device. Remote support provided these findings to the customer via email. The problem was solved by instructing the customer which is considered as all that is warranted for this case. The alarms were triggered correctly but were silenced multiple times. No malfunction of the device occurred. The product remains at the customer site. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the spo2 fell to 30 or 40 and the device only triggered a yellow alarm instead of a red alarm the customer expected. The device was used for monitoring at the time of the alleged malfunction. No patient information was provided so far. The involved patient desaturated and was resuscitated.